Event description:
It was reported that on (B)(6) 2009, the patient underwent the index procedure during which a 3.5x12 mm promus stent was deployed in the left anterior descending artery with 0% residual stenosis. The subject was discharged on (B)(6) 2009. On (B)(6) 2012 and (B)(6) 2013, the patient experienced atrial flutter; however, no treatment was performed. On (B)(6) 2012, the patient was rehospitalized for an event of portal vein thrombosis for which the patient underwent paracentesis and was treated with medication. On (B)(6) 2013, the site reported an event of hepatocellular carcinoma for which the patient was rehospitalized and was treated with medication. On (B)(6) 2012, 1187 days post procedure the patient presented with abdonimal pain, confusion and shortness of breath. The patient was rehospitalized. Physical examination revealed icteric, hypertensive and low hemoglobin and was treated with medication. The patients renal function continued deteriorating and blood pressure dropped. The patient was transferred to pallative care and on (B)(6) 2012 the patient died. Cause of death is reported as cardiopulmonary arrest with hyperkalemia.

Event description:
Subsequent to the previously filed medwatch report, new information has been received as follows: the atrial flutter was treated with flutter ablation on (B)(6) 2012. On (B)(6) 2013, the patient was considered a do not resuscitate; therefore, no intervention was performed for the respiratory arrest.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies and the device was not returned for analysis. The reported patient effects pain, dyspnea, hypertension, hypotension, and death are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.